Event description:
Same event as MFR report #: 2939204-2008-00673. It was reported that during an unspecified procedure, a dissection occurred. The physician advanced the ivus catheter, and the wiseguide guide catheter into the right coronary artery (rca). Following removal, a dissection was noted. The dissection was then treated by implanting 4 taxus drug-eluting stents in the rca. No patient complications were reported, and patient status was reported as 'ok'. It was further reported that the physician felt that the guide catheter may have deep seated in the rca; therefore, causing the dissection. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.